Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing which resulted in pacing inhibition. This lead was ultimately abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.